Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.

Manufacturer narrative:
( Lot #) was corrected from 13hbs to k16axh. Was corrected from (B)(6) 2013 to (B)(6) 2016.